Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a single low out of range shock impedance measurement. The patient was brought into the clinic and all measurements were within normal limits and there was no evidence of noise. Boston scientific technical services (ts) recommended performing a lead integrity test however the physician elected to monitor the patient. No adverse patient effects were reported. No intervention was performed. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.